Event description:
While using the midas rex, the instrument started to jump and wobble in the surgeon's hand while in use to drill burr holes in the skull. The surgeon tried repeatedly to remove end piece to switch out the drill bit, but it was stuck. After much effort the piece separated, and tiny ball bearings fell onto the mayo stand. Manufacturer response for motor, drill, pneumatic, midas rex (per site reporter). Representative came and photographed device to follow up with internal process.